Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional reported left side rupture confirmed with MRI. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a3, d6b., d9, h3, h6.

Event description:
Healthcare professional reported left side rupture confirmed with MRI. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device assessed as surgical impact opening. (Shell thickness was within specification). And missing piece of shell assessed as inconclusive. Additional observations: stress marks observed. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported, left side rupture confirmed with MRI. Device remains implanted.